Event description:
It was reported that the patient experienced rebound spasticity, muscle rigidity, weakness, and acute pain. Further information reported that the event was unrelated to the implanted system. A bolus was given (2009) with appropriate response. A catheter dye study was performed (on the same day); the system appeared intact with no extravasations. MRI (the following month) noted no granuloma or significant changes from previous scans. The pump was replaced. At the pump replacement, it was noted that the catheter was patent with no apparent leaks. It was assumed end of battery life of the pump (approximately six years old). The patient was doing well following pump replacement. The drug contained in the pump was lioresal.

Manufacturer narrative:
Final device analysis of the pump revealed motor gear shaft wear. Acceptable final functional flow testing was noted, the pump passed flow testing with 4.47% accuracy. There was caking in the jewel in the top plate that corresponded to gear five. A substantial amount of moisture and green corrosion was present in the motor housing. The pump tube had been permeated by drug and an excessive amount of liquid was present in the motor containment area. The roller arm housing had a substantial amount of moisture present. The roller wheels turned freely.